Manufacturer narrative:
The report issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the mainframe of the 9600emi system is intermittently rebooting itself during cases. Reboot time was approx 30 seconds. There was no report of pt injury.